Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized for high blood glucose levels with a reading of 445 mg/dl. Found that the customer had received a replacement insulin pump, but she didn't program it with any basal rates. Advised the customer that replacement insulin pumps are shipped with factory settings. Nothing further was reported.